Manufacturer narrative:
Device not returned. Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the reported findings on the valve could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be conclusively determined, it appears that the stenosis was likely caused by the calcification and leaflet thickening. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Moreover, non-calcific bioprosthetic tissue degeneration is a chronic event with large variability among the recipients. The mechanism of non-calcific tissue degeneration is not fully understood. Considering that tissue degeneration is generally co-localized with the high stress zone on the bioprosthesis, it is possible that both operational mechanical stress and biological factors such as infiltration of pro-inflammatory cells, mononuclear cells or macrophages, may play important roles in leaflet tissue degeneration. However, the time course and involvement of other factors during the early stage of this chronic tissue degenerative process remain unknown. No further actions are possible with the available information.

Event description:
In this case, it was reported that the mitral valve was explanted after an implant duration of approximately 9 years and 3 months due to mitral stenosis, secondary to calcification. According to the patient's medical records, she presented with progressive mitral stenosis. She had a recent echocardiogram in october which showed an ejection fraction of 55%, trivial aortic insufficiency and a bioprosthetic mitral valve with severe stenosis and also severe tricuspid regurgitation. Her main velocity is 1.4 m/sec with a mean gradient of 9 mmhg. Her peak gradient was 14 mmhg. She underwent cardiac catheterization, which showed no significant coronary artery disease. She did have severe pulmonary hypertension with pa pressures of 78/23 and a mean of 25. Her central venous pressure 117. Therefore, the patient was referred for redo mitral valve replacement. During explantation of the device, the valve was heavily calcified and thickened. All 3 leaflets were relatively immobile. The device was replaced with a new edwards bioprosthetic valve. At the end of the procedure, tee revealed a normal functioning prosthetic mitral valve with no insufficiency. The patient tolerated the procedure well and was transferred back to her room in good condition. The patient was discharged in stable condition.